Manufacturer narrative:
H.3., h.6.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported observing a white spot, an opaque bubble layer, uncut flap issues, irrelevant and erratic flap thickness in nearly one hundred and twenty eyes, timing was unknown. There are multiple related reports for this facility. This report addresses multiple patients, and additional manufacturer reports will be filed for the other manufacturers will be filed.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Additionally, the system was verified by a field service engineer based on the report of this cluster under, which showed that device is working according to specification. No technical issues could be identified. At the time of closing this complaint, a collection of data from the customer's place by the company representative showed that "there were no incidences reported / not brought to our knowledge or surgeon expressed. Also no other contributing factors found in this regard". Not enough information was provided to the investigation site to substantiate/unconfirm the reported issues or to properly complete an investigation. No root cause or contributing factors could be identified. The manufacturer internal reference number is: (B)(4).